Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were having episodes of high and low blood glucose. They stated that they woke up with a low blood glucose of 46 mg/dl. The doctor changed the basal rates so the customer started having high blood glucose. Assistance was provided to the customer for programming the temp basal rates in the insulin pump. The customer was advised to contact their doctor and notify them that changes have been made to the temp basal rate. No further assistance was needed. The customer's exact blood glucose was unknown at the time of the phone call. Nothing further was reported.